Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported elevated blood glucose readings of 442 mg/dl and 382 mg/dl. He stated he bolused through his insulin infusion device to treat the elevated blood glucose. During troubleshooting, the pt stated he has some scar tissue build up but has no redness or irritation. He said he does not always allow the insulin to reach room temp prior to use. Troubleshooting did not find any issues with the product. On follow up, the pt stated he changed his infusion headset and his blood glucose levels returned to his normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.